Manufacturer narrative:
Event date: (B)(6) 2017 additional suspect medical device components involved in the event: model: sc-2366-50 serial: (B)(4) description: linear 3-6 lead, 50cm additional information was received that the suture site was revised, not the leads. The patient was doing well post-operatively. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent a lead revision procedure due to the scar opening. The area was cleaned and sutured by the physician.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient underwent a lead revision procedure due to the scar opening. The area was cleaned and sutured by the physician.